Event description:
It was reported that the catheter was replaced because it was cut in 2007. The reporter noted that the catheter was cut because of the patient¿s unusual anatomy; that the patient¿s bones were like a ¿razor blade cutting it.¿ the reporter noted the patient would first experience drug withdrawal, then he would get pain and his hands would start shaking. The drug being delivered via the pump was not specified.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Additional information received reported that the symptom related to event was increased pain. It was not reported what medication(s) were infused by the system at the time of the event.